Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through a literature article, "cracking the ring of edwards perimount bioprosthesis with ultrahigh pressure balloons prior to transcatheter valve in valve implantation." Author: d. Tanase, et al. Published on international journal of cardiology 176 (2014) 1048-1048. Within the context of this article, it was reported that a (B)(6) patient with congenital pulmonary atresia, ventricular septal defect, and multiple aorto-pulmonary collateral arteries required transcatheter valve replacement due to stenosis. The implant duration of the 19mm pericardial valve is unknown. Before tavi, the ring of the valve was cracked with a high pressure balloon in order to allow high diameter (from 17 to 22mm) of the new valve. A non-edwards valve was implanted with good result. No additional information was provided.